Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was returned in the original product box. The valve was detached from the holder. The holder was separated in two pieces with blood stains observed on the sewing ring. Both leaflets were in the closed position, were intact, and had no evidence of damage such as cracks and/or surface anomalies. The inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets appeared to move without difficulty. The valve was rinsed under tap water, and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was visually inspected with no anomalies noted. The serial number was verified to be correct. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral mechanical valve, and after the patient was taken off of cardiopulmonary bypass (cpb), the physician observed on transesophageal echocardiogram (tee) that one leaflet did not open and close properly. The patient was placed back on cpb, and the device was explanted and replaced with a mechanical valve. No other adverse patient effects were reported.